Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) portion of the right ventricular (rv) lead exhibited high and variable impedance measurements. In addition, non-physiologic noise was seen on electrograms when performing provocative movements. The svc coil was programmed off, and the lead remains in use. No patient complications have been reported as a result of this event.